Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report the liberty select cycler screen was blank during unknown phase of the treatment. The patient was connected during incident. The patients contact stated that the patient pressed ok, stop and touched the screen but remained blank. The fresenius technical support representative resolution was to replace the cycler due to blank screen and advised the patient to retain iqdrive and to inform the rn about the replacement and to discontinue the use of the cycler. The patient was performing treatment by manuals until the replacement arrived. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment performing manually. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good front panel assembly was installed and the display became operational. Removed functioning front panel assembly at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report the liberty select cycler screen was blank during unknown phase of the treatment. The patient was connected during incident. The patients contact stated that the patient pressed ok, stop and touched the screen but remained blank. The fresenius technical support representative resolution was to replace the cycler due to blank screen and advised the patient to retain iqdrive and to inform the rn about the replacement and to discontinue the use of the cycler. The patient was performing treatment by manuals until the replacement arrived. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment performing manually. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.